Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. Analysis was unable to perform required tests due to blank display. The insulin pump had scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's most recent blood glucose was 357 mg/dl. The customer declined to troubleshoot. The insulin pump was returned for analysis.